Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the superficial femoral artery (sfa) after an interventional procedure. Reportedly, the device was pulled with the vessel locator wings open through the artery. The clip deployed as the device was pulled out of the artery. The skin appeared to "tent" inwardly. Swelling appeared under the skin due to arterial blood. The clip attached to the tissue and the dilator was used unsuccessfully to release the locking mechanism. The safety release slide was used to release the clip from the end of the device and the clip delivery tube. Hemostasis was achieved using manual compression. A request had been made in the cath lab by the abbott vascular sales rep to discontinue the procedure; however, the procedure was continued. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Tissue tract not large enough).